Event description:
Reportability changed based on product analysis completed in 2008. It was reported that during an unknown procedure, the sheath was cut. The lesion being treated was located in the lower pulmonary vein. There were a total of 3 inflations performed successfully with the 2 cm peripheral cutting balloon, and the procedure was completed successfully with this device. There was no difficulty reported with advancing, inflating, deflating or removing the balloon. As the inflations were performed with manual inflation, no atms were recorded. The balloon was "maximally" deflated. During removal of the peripheral cutting balloon, the 7fr sheath was cut. There were no patient complications reported. Patient status was reported as 'fine'. Product analysis found one of the arthrotomies cracked and lifted.

Manufacturer narrative:
Visual inspection of the balloon revealed that three blades were fully adhered to the balloon surface. One blade was bent on the proximal end and a crack was visible at the bend area with a slight lift out of the pad. It was confirmed that no section of the blade was missing. The catheter was inflated to 4 atm and a hole was evident on the proximal end of the balloon. A blade mark was evident near the hole area. From the additional information received 'the balloon was inflated with hand pressure.' The directions for use states, 'use an inflation device with a pressure gauge to monitor pressure within the balloon'. The bent and cracked blade may have caught on the sheath on removal causing the slight lift out of the pad as observed. The device history record of this device has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Root cause is determined to be user-related issues.